Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d6; g1; g3; g6; h1; h2; corrected: h6 clinical and device code. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
The patient underwent an initial surgery, subsequently it was reported that a femoral component broke, so the patient had a revision surgery.

Manufacturer narrative:
(B)(4). D10: catalog#: 00584202310, articular surface size 3 10 mm height femoral size a, b, c, d, e, f, g, lot#: 63504308. Catalog#: 00584200302, tibial component precoat right medial/left lateral size 3, lot#: 63887089. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual examination of the returned implant found signs of use and implantation in the form of scratches and gouges, along with bone cement still bonded to the implant¿s surface. The implant was found to be fractured. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The devices were submitted for further analysis. Analysis of the femoral implant fracture found the distal and proximal fracture to show fatigue artifacts such as ratchet marks and beach marks, which are consistent with fatigue mode of fracture. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.